Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the lp helix became extended. The procedure was completed using an alternate lp on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched, consistent with having occurred during procedure. Further analysis performed found no anomalies. A review of the device history record (DHR) confirmed no issues were identified related to the reported events.